Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up with the pulse generator in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.